Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was not happy with the vision. Hence the lens was explanted and replaced with another unknown monofocal lens in a secondary procedure. The clinical reason for explant was other mechanical complications of lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned for an evaluation. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company (1.50 cyl.) 18.5 diopter lens was removed and replaced with a non-company non-toric monofocal 18.5 diopter lens. Due to the exchange of a toric lens to a non-toric lens of the same diopter would suggest that a non-toric lens was an improved selection for this patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the lens was replaced with non company lens and there was no further impact to the patient.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that the clinical reason for the explant was the patient's vision could not be corrected beyond 20/40.